Event description:
It was reported by the rep that the (2) pmw35 were used during a c-section procedure. It was reported that the staples came out of the pt two days after firing from the skin stapler. The surgeon mentioned that it appeared the staples were not closing all of the way.